Event description:
It was reported that the (1) ax55g was used during a colon resection procedure. It was reported by the rep that as the surgeon fired the equipment the staples did not form correctly or approximate the tissue. The operating room time was extended by twenty mins. The case was completed with another ax55g per the rep response 6/7/99.